Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Recall #: 2531779-03/24/2010/003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows multiple "no cartridge detected" warnings, which occurred after the pump was in use for one day. During investigation, the pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" warning. The pump was opened to further investigate, and a misaligned pcb component from the force sensor circuit was found. Recall # 2531779-03/24/2010-003-r was included on the initial MDR in error.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The patient reported that he had changed out the cartridge due to multiple loss of prime warnings throughout the day. The patient reported that after the pump was done loading he received a "no cartridge detected" warning. The patient confirmed he was disconnected during the process.